Event description:
It was reported that a package labeled as a partial threaded screw was found to contain a fully threaded screw. This was noticed by the sales representative when being placed into hospital inventory. This was not discovered during a procedure and there was no patient involvement.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Corrective action has been initiated to address the reported issue.